Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge fill estimate remained static. Blood glucose level was 140 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.